Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Field service engineer could not confirm or replicate the event. Issued was fixed via phone. Clinical application specialist visited the site and helped them figure out how to limit dislocations. Service checked logfiles and system was functional as intended. No technical root cause could be determined for the reported event. With current information, a device malfunction could be excluded. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported three flap dislocations in the last two weeks. Additional information has been requested.